Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead had a microperforation with small pericardial effusion and hypotension. The patient is a participant in the post approval clinical surveillance product surveillance registry. The lead was removed. No further patient complications have been reported as a result of this event.